Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The patient was pacemaker dependent and therefore, sensing was not tested. All other lead measurements were noted to be stable and within normal limits. An invasive procedure was performed. The device was explanted and replaced. The pace/sense portion of the implantable defibrillation lead was surgically abandoned, with the shocking portion remaining in service. A chronic rv lead that had been previously surgically abandoned was used for the pace/sense lead. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.